Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: patient is part of the prospective multicenter manta¿ vascular closure device ultrasound guided closure study. Patient reported to have a left thalamic vca (stroke) that the physician reported that was not related to the manta device and had a probable relation to the tavr procedure. The stroke was treated with a single-bolus thrombolytic, or clot-busting agent medication. Patient also had an access-site hematoma confirmed by an abdominal/pelvis CT. The hospital site also reported that the patient had symptomatic bradycardia post procedure that was not manta related and treated with medication. During a tavr procedure, access was obtained under ultrasound guidance in the right cfa without difficulty. The vessel size measured 7mm. Patients are excluded in the study if they have visible calcium and/or tortuosity in the common femoral artery. There were two sheath exchanges during the tavr case. Prior manta deployment, the sbp was 133mmhg, act was 303, and 30mg of protamine and heparin was administered intravenously. Time to hemostasis was less than a minute. Additional information on 16aug2022 - anemia treated with transfusion of 1 unit on (B)(6) 2022. Additional information on 25aug2022 - the access-site hematoma has been confirmed as a retroperitoneal bleed. No treatment was required.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, this event is associated to the manta ultra clinical study whereas the patient is excluded from the study if they present with visible calcium and/or tortuosity determined by a baseline cta, stenosis resulting in vessel diameter 6mm for the manta 18f device, or 50% diameter femoral or iliac artery stenosis; also, access is always gained via ultrasound. Following a tavr procedure, activated clotting time (act) was 303, 30mg protamine was administered. The patient was anemic and was transfused one unit of packed blood cells. Arteriotomy was 7mm with a depth measurement of 5cm + 1cm. During the initial procedure, two sheaths were advanced and withdrawn without issue. The 18f manta was deployed for closure in the right common femoral artery. Following deployment, hemostasis was achieved in less than 1 minute and a post deployment angiogram indicated a patent vessel. At some duration post-closure, the patient experienced a severe left thalamic vca stroke, and was treated with tenecteplase medication. The stroke was noted to be probable relation to the tavr procedure and not related to manta. A CT scan of the abdomen/pelvis indicated a mild access site hematoma. Follow-up information submitted indicated the hematoma was identified as an rp bleed, not requiring treatment, and resolved without sequelae. Additionally, the patient experienced moderate symptomatic bradycardia post-procedure (not related to manta per the site), was treated with medication, and recovered without further complication. Fourteen days later the patient developed a severe systemic infection (not related to the tavr or manta procedure), leading to in-patient hospitalization. There is believed to be no device failure as hemostasis was achieved at the access site at the time of the procedure. Post-closure bleeding may occur due to collagen requiring time to clot to create a seal. There was no medical intervention needed to resolve the event, thus no device failure is suspected. The IFU states the safety and effectiveness of the manta device has not been established in the following patient populations: patients with a bleeding disorder, including thrombocytopenia (100,000 cells/ul platelet count), thrombasthenia, hemophilia, von willebrand disease, or anemia (hgb 10g/dl, hct 30%). Warns do not use manta if the puncture site is proximal to the inguinal ligament or above the most inferior border of the epigastric artery (iea), as this may result in retroperitoneal bleeding. The following potential adverse events related to the deployment of vascular closure devices have been identified: retroperitoneal bleeding, and its consequences, because of failed closure in the setting of an access above the inguinal ligament or the most inferior border of the epigastric artery (iea). Other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: bradycardia.